Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 5076-52 lead (B)(6) 2006. (B)(4).

Event description:
It was reported the right ventricular (rv) lead was fractured. The lead exhibited high impedance on the low-voltage portion of the lead, t-wave oversensing (twos) and undersensing. The device was reprogrammed to avoid inappropriate therapy and the rv lead was later capped and replaced. No patient complications have been reported as a result of this event.